Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 447mg/dl. The customer states they treated with bolus. The customer states there is site irritation, soreness, and swelling. The customer was advised of proper cleaning and preventative techniques. The customer was advised to contact their healthcare provider. Troubleshoot for the high was conducted. The customer is being sent tubing clamp to conduct high pressure test. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised to call back to complete troubleshoot.